Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the probe was found to be broken off at 14mm from its tip. The coating of the probe was peeled off and the exposed probe surface was found to have a scratch. It indicated the probe had cracked from the scratch then broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the broken probe occurred by the following mechanism: 1) when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke due to the added load. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to b5 and h1 from the initial medwatch. Also, the following fields have been updated: d9, h3 and h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the second procedure was performed two days after the initial procedure. Using an open surgical technique, the surgeon successfully recovered the distal end of the device from the patient's body. There were no further consequences to the patient as a result of this event.

Event description:
The customer reported to olympus, during a diagnostic laparoscopic nephrectomy, the distal end of the subject device broke and fell into the patient's body. After a meticulous search, the broken piece was not identified inside the patient. The intended procedure was completed without a thunderbeat device. The procedure was 30 minutes long. It is unknown if there was a surgical delay. The patient had an abdominal x-ray and the end of the procedure and the broken piece was located inside the patient. The patient was scheduled to have another procedure two (2) days later to remove the broken piece of the subject device. The customer provided information via thunderbeat questionnaire: the usg-400 software version is 2.0. The intelligent tissue monitoring (itm) setting was on when the device was used and is usually on when used in the hospital. The user understood the itm function clearly. The user did not change the setting of itm during the procedure.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.